Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving bupivacaine (2000 mcg at 299.80481 mcg/day) via an implantable pump for unknown indications for use. It was reported that the patient had increased neck and shoulder pain/spasms and was unable to sit up straight and hold their head up. The residuals at last visit were slightly high. Surgery was performed and the catheter had migrated from c4 to t7. It was replaced.

Manufacturer narrative:
Concomitant medical products: product ID: 8782, serial# (B)(4), product type: catheter. Other relevant device(s) are: product ID: 8782, serial/lot #: (B)(4), ubd: 21-jun-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.